Manufacturer narrative:
(B)(4). The transfer set was returned and the evaluation was completed. The sample was visually inspected with the naked eye, as well as with a microscope. These visual inspections identified a crack on the main light blue body of the transfer set. The device passed leak, clear passage, and clamp functional testing. A batch review of the associated lot number was performed and no issues were noted during the manufacture of the lot. The reported crack on the main body was verified during sample analysis, but the cause of the crack was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set with twist clamp was observed to have some cracks on the light blue main body. There was no report of patient injury or medical intervention associated with this event. No additional information is available.